Event description:
It was reported that there was a pinching sensation over the implantable neurostimulator (ins) site. It was noted that there was an epidural performed on (B)(6) 2010, the patient was injected with pain medication on (B)(6) 2010, and the patient received a joint injection on (B)(6) 2010. It was noted that the device was interrogated on (B)(6) 2010 and the results were within normal limits. There was an x-ray taken on (B)(6) 2010 but there was no fracture or migration noted. It was noted that the event was not related to the implant procedure but was possibly related to the device or therapy. It was noted that the patient had been experiencing sharp pain of a mild severity but that the issues resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n202530, implanted: (B)(6) 2009, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# l55258, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).